Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, the button "1" is unresponsive through the unlocking process. The customer had to turn off the screen and turn it back on several times for the touchscreen to accept the touch on button "1" and customer was eventually able to unlock the pump. The customer's blood glucose levels was not impacted. The customer will continue to use the pump until the replacement pump is received.